Event description:
It was reported that during the procedure in the mid right coronary artery (rca) and the left anterior descending artery (lad), pre-dilatation was performed using a voyager balloon. A xience v 2.75x38 stent was deployed in the rca and a xience v 2.75x28 stent was deployed in the lad. Post stent deployment, a dissection was noted in the lad. A xience v 3.5x28 stent was deployed to successfully treat the dissection. The patient is reported as doing fine. No additional information was provided.

Event description:
It was reported that the intraocular lens (iol) haptic broke and the lens was explanted. No additional information is known.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager 2.5x12 mm. Guide wire: whisper. Stent: xience v 2.75x38. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). In this instance, a second 2.75 x 15 mm xience v stent (additional non-surgical treatment) was used as treatment. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.